Manufacturer narrative:
Batch review performed on 11 december 2022. Lot 174783: (B)(4) items manufactured and released on 06-oct-2017. Expiration date: 2022-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 5 years 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.